Event description:
Journal article received: central head perforation, or cut through, caused by the helical blade of the proximal femoral nail antirotation; hans-curd frei, md, thomas hotz, md, dieter cadosch, md, mark rudin, md,and kurt kach, md; journal of orthopedic trauma 2012;26:e102¿e107; reported: a retrospective cohort study conducted from 2006 to 2008 to evaluate the type and incidence of implant failure in patients with a proximal femur fracture treated with synthes device, proximal femoral nail antirotation. Two hundred ten patients were treated; one hundred twelve patients (88 women and 24 men with a mean age of 85 years) were followed up for at least 12 months. Results included: wound infection (two); malrotation of femur (five); nonunion of fracture (six); lateral protrusion of the blunt end of the helical blade related to secondary dynamization (eight); cut out of blade (one); and cut through defined as postoperative central perforation of the spiral blade into the hip joint without any neck-head fragment. (Seven). The authors concluded that the cut through is a novel proximal femoral nail antirotation related mechanism of implant failure. Proper fracture reduction and optimal implant placement are crucial to reduce the rate of cut through. The authors suggested that additional biomechanical investigations are needed to optimize the implant. This report is for an unknown nail. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown nail, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.